Event description:
It was reported that far p-wave oversensing was observed on a merlin transmission. Programming change was made and further evaluation was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.